Manufacturer narrative:
Our field service engineer investigated the unit at the hospital. No device malfunction was established during the onsite investigation. The ventilator was functioning according specifications. The ventilator logs were sent in for evaluation, the reported issue regarding the clinical alarm high peep can be verified. Besides this clinical alarm, several other clinical alarms were generated at the reported date of event, the alarms are indicating on a clogged filter, kinked tubing or mucus in the patient circuit. There are no technical error alarms generated that could indicate on a permanent device malfunction. Information was received that the used expiratory filter was from another brand, and that nebulization was also being used during ventilation. During nebulization, the airway pressure needs to be carefully monitored. Increased airway pressure could result from a clogged filter. Our conclusion is that the reported clinical alarm can be verified, the root cause as to why cannot be established by the log evaluation. The ventilator worked according specifications and generated several clinical alarms to highlight an ongoing issue that needed to be attended. No ventilator malfunction has been established by this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high continuous pressure and high peep (positive end expiratory pressure). There was no patient harm. (B)(4).